Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.2 will not latch. The field service engineer (fse) powered down the station, checked all connections, and rebooted, but it still failed. Fse then powered down again, replaced the latch sensor, disassembled and cleaned the solenoid, reassembled it, rebooted, and the test passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.